Event description:
The customer reports the catheter was difficult to insertion. The catheter was removed and another catheter inserted without incident.

Manufacturer narrative:
Qn#(B)(4). New information received indicates this is an event that is not reportable; thus, the MDR that was submitted on 01/14/2019 was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter was difficult to insertion. The catheter was removed and another catheter inserted without incident.